Event description:
It was reported that the surgeon threaded the suture onto the capio slim device and inserted it into the patient. She then fired the capio slim device, but it did not fire correctly and the suture was stuck inside the ligament. She then removed the suture, but the bullet needle had come unattached from the suture. The surgeon then tried to find the suture bullet and was able to remove it, and then finished the operation with another of the same device. No patient injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.